Manufacturer narrative:
Zimvie complaint number (B)(4). Weight unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that the patient came commenting that the crown is moving and when taking a look, it was noted that the implant was fractured on the head and on the body. The doctor confirms in the per form that the procedure was not concluded with another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) osseotite implant 3.75 x 11.5mm (oss311) was returned for investigation. A portion of a fractured screw was returned stuck inside the implant. Visual evaluation of the as returned product identified heavy signs of use. Fractured implant identified at the body. Also fracture screw identified inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported devices were located on tooth # 36 (fdi) and were used for approximately 19 years. The DHR was requested, however an electronic copy is not available for review. The investigation will be reopened and updated upon any new or additional information provided to this complaint. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the reported lot number (195647) for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant & fracture screw. Based on the available information, device malfunction did occur, and the reported events were confirmed following visual evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report . B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event . H2: follow up type . H3: device evaluated by manufacturer. H10: additional narrative. Upon investigation the implant placement date is not consistent with the implant manufacturing date. After follow up, the customer confirmed that the implant placement date written on the per is a mistake, and also confirmed that the correct date is impossible to obtain.

Event description:
No further event information is available at the time of this report.